Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted frayed and stretched cord due to autoclave damage. Functional evaluation revealed that there was loss of image when the cable is flexed near the stain relief. The complaint was confirmed. Certain cleaning or disinfecting chemicals coming into contact with the cable could have contributed to the deterioration of observed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during the set-up of an unknown procedure, the service repl camera head lens int sys was not working. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. Results of investigation have concluded that this unit had loss of image when the cable is flexed near the stain relief which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.